Event description:
Device malfunction: unk. Time of malfunction: unk. Symptoms/ae: unk. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, an unk device failure occurred. It is unk how hemostasis was achieved. There were no adverse pt effects reported. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.